Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: vena cava filter was deployed infrarenal for history of deep venous thrombosis, contraindication to anticoagulation in preparation for bariatric surgery. Approximately two years post filter deployment, CT abdomen/pelvis performed for abdominal pain and pain during urination and bowel movements revealed an infrarenal ivc filter with at least two legs that had exited the vena cava lumen and one was positioned within the aortic wall or aortic lumen. Approximately three years five months post filter deployment, CT abdomen/pelvis performed was unchanged from prior CT. Approximately eight years ten months post filter deployment, CT abdomen/pelvis revealed ivc filter with multiple limbs extended beyond the ivc wall, including two with possible involvement of the aorta and one involving the adjacent l3 vertebral body. Linear metallic density within the right hepatic lobe suggested a displaced limb within hepatic vein branch and chronically occluded left common and external iliac veins with collateral vessels in the left pelvis. It was decided that the filter was asymptomatic and removal would be difficult. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for limb detachment and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2010); (manufacturing date: 09/2007). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before a bariatric procedure. At some time post filter deployment, it was alleged that filter strut(s) perforated into organs. It was further alleged that detached filter struts embolized to the inferior vena cava, aorta, liver, l3 vertebrae and possibly to the duodenum and pancreas. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient allegedly experienced abdominal pain, back pain and elevated blood tests for the liver, duodenum and pancreas; however, the current status of the patient is unknown.